Event description:
It was reported that the cause of the issue was undetermined. No actions were taken to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced temporary symptoms of weakness in both legs, causing them to collapse and fall to the ground. This felt different from the time when the device battery was recently (almost) empty. The patient was at home, preparing to get into the car to go to a birthday party. According to the patient, the symptoms were caused by the spontaneous deactivation of the device (although this was not verified using the dbs remote control). Shortly afterward, the device seemed to turn itself back on, or at least that's how it felt to the patient. They then experienced a sensation of tension moving from the head to both arms. Afterward, the patient felt fine again, and no further issues occurred, but the incident did leave him shaken. The ipg still had 75% battery remaining. Charging works fine, with no problems. After the incident on saturday, the ipg was charged to 100%, and it will be charged again tonight.